Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Initial reporter phone number: (B)(6). Investigation summary: according to the information provided, it was reported that the pump did not work anymore. The complaint unit was received at the service center and evaluated. Per service manual operational and diagnostic, the reported failure was not confirmed. During evaluation, the reported issue cannot be duplicated. Unrelated to the reported failure, the motor was not turning smoothly and abnormally loud, therefore it was replaced. The pump was loosing pressure, the pressure mechanism was re-adjusted as well as the internal pneumatic system. Additionally, damaged components were identified and replaced: right cover, cpu board, air connector and valve. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure cannot be established as the defect was not duplicated during testing. Unrelated issues were found and possible related to a damaged valve, which may caused the failure at the pneumatic system and to the motor. The damaged cover and cpu can be related to user mishandling, however it cannot be conclusively affirmed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 8/29/2019 and passed all functional testing before being returned to the customer. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone, that pre-operatively to an unknown procedure, a fms duo+ pump/shaver combo did not work anymore. No surgical delay or patient consequence reported.